Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient implanted with a spinal product using an inserter in an olif for an unknown spinal indication at l3-5. It was reported that the tip broke off and was recovered during implant insertion. There was no injury to patient and surgical goal was accomplished. There was minimal delay to surgery as there was a backup inserter processed for the case, which was used. No further complications were reported/ anticipated.